Event description:
Device malfunction: resistance during thumb advancer deployment. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt in the last 2 mm. The clip was deployed; however, hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.